Manufacturer narrative:
Continued e.1 phone number : (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, seroma-late.

Event description:
Physician reporting rupture of implant diagnosed, by ultrasonography examination and magnetic resonance imagining examination (MRI). MRI result provided shows "rupture of implant. Left implant - a layer of fluid up to 9mm". Device status is unknown.

Event description:
Physician reporting rupture of implant diagnosed, by ultrasonography examination and magnetic resonance imagining examination (MRI). MRI result provided shows "rupture of implant. Left implant - a layer of fluid up to 9mm". Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device analysis: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on posterior side assessed as unidentified (tear) opening. Shell thickness within specification. Seroma: unable to observe since it is not related to the device. Additional observations: no other observations observed.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Device has been explanted and replaced.